Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 ((B)(4)) and another cook celect filter on (B)(6) 2009 ((B)(4))." Patient outcome: it is alleged that the "[pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported quadriplegic, physical limitations, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava perforation, migration, tilt , quadriplegic, physical limitations, worry. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular due to car accident. Patient is alleging migration, tilt, vena cava perforation, quadriplegic, physical limitations. Per operative report dated (B)(6) 2009, impression: 1. Normal vena cavogram with no evidence of luminal filling defects or thrombus. 2. No venous anomalies. 3. Satisfactory retrieval of malpositioned vena cava filter. 4. Satisfactory deployment of new inferior vena cava filter (cook celect)." (B)(6) 2009, report form angiography: "one view demonstrates opacification of the inferior vena cava and two views demonstrate an ivc filter projecting slightly to the right of l3 with the tip at the level of the inferior aspect of l2 vertebral body." (B)(6) 2019, report from computerized tomography: "an ivc filter placed in 2009." "Evaluation of the soft tissue windows demonstrates that the patient has an ivc filter. The superior aspect of the filter is located 5cm inferior to the lowest renal vein which is the right renal vein. The filter is slightly tilted to the right. Its superior tip does contact the posterior aspect of the inferior vena caval wall and appears to have migrated outside of it, seen on image 77 or series. The filter is not fractured all of the struts of the filter have migrated outside of the inferior vena cava wall."

Event description:
Patient does not allege quadriplegia as previously reported.

Manufacturer narrative:
Patient does not allege quadriplegia as previously reported. Additional information provide states that the previously reported allegation of "quadriplegic" has been withdrawn. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.